Manufacturer narrative:
At this time, the lead is not expected to be returned as it was disposed by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged as confirmed via chest x-ray and fluoroscopy. A revision procedure was performed wherein the physician attempted to reposition the lead. However, during the revision placement difficulty was encountered as the helix would not re-extend. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.